Event description:
Caller indicated the assure 4 meter was reading low. Caller bg level tested at 41, with in minutes tested at lo. Pt did not feel symptomatic, caller retested with a new meter and strips and reading was 130. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter casing was cracked and returned control solution is contaminated indicating user error. Product performed within specification. No performance failure detected.